Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2011. According to the complainant, during the procedure, the clip grasped onto tissue however, they had difficulty getting the clip to release from the catheter. The physician tugged on the clip and the clip released from the catheter however, the clip did remain on the tissue. This clip was enough to complete the procedure; therefore the case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient's exact age is unknown however, it has been reported that the patient is over 18. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that there was a kink in the control wire. In addition, the clip assembly was deployed and not returned. The event that the clip had difficulty releasing from the catheter could not be confirmed, as the clip assembly was deployed and not returned. The failure likely occurred due to anatomical/procedural factors which limited the device performance, as evident of the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2011. According to the complainant, during the procedure, the clip grasped onto tissue however, they had difficulty getting the clip to release from the catheter. The physician tugged on the clip and the clip released from the catheter however, the clip did remain on the tissue. This clip was enough to complete the procedure; therefore the case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.